Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h6: health effect - clinical code; added correct code.